Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was further described as due to mishandling and administration and poor hygiene by not capping the minicap during therapy. Two days after the event onset, the patient was hospitalized for the peritonitis event and began treatment with gentamycin, ceftriaxone and vancomycin. At the time of this report, the patient was recovering from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.